Event description:
It was reported that patient presented in clinic with pacemaker erosion. The device was explanted on (B)(6) 2022 and replaced on (B)(6) 2022. Culture examination was performed and showed a negative result. There were no patient consequences and the patient was in stable.